Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-03882. It was reported that stent thrombosis occurred. The target lesion was located in the re-stenosed right coronary artery (rca). Two synergy¿ drug-eluting stents were then implanted to treat the lesion with good results. However, several hours later, the patient came back and thrombosis was noted in the stented area. Subsequently, the stents were ballooned and the procedure was completed. No further patient complications were reported and the patient's status was fine.